Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
Additional information received on 2/19/2025: no additional anesthesia was administered. The drill from ar-3638ds was used to prepare the bone socket. The patient's bone quality was standard. No further information was reported.

Event description:
On 2/7/2025, it was reported by a sales representative via email that an ar-3636 knotless 1.8 fibertak blue repair suture shredded when converting the suture. The anchor was removed and a new ar-3636 knotless 1.8 fibertak was used to complete the case. This was discovered during a labral repair procedure on (B)(6) 2025. The case was delayed five minutes. Additional information requested on 2/12/2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.